Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury. It was unknown what cuased the lens to tear. The injector model that was used was a indigo-p and cartridge model that was used was a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.